Event description:
A report was received that the patient was taking oral antibiotics due to infection at the pocket site. The symptoms include pain and drainage at the site. The physician believed the infection was procedure related. The patient was doing fine and infection was resolved.